Manufacturer narrative:
Product complaint # : (B)(4). The device associated to the complaint was not returned for analysis. No other analysis was possible because the batch number, the x-rays or medical records were not provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Joint replacement dr (B)(6), (B)(6) hospital on (B)(6) 2017. Primary (B)(6) 2017, revision (B)(6) 2017, revision (B)(6) 2017, revision (B)(6) 2017. Recurrent dislocation post rtsjr. This is the third revision of this joint replacement. Second revision included use of a retentive spacer. There was no issue with version of the cemented stem in situ (as per surgeon). This was left in situ and the liner and glenosphere were upsized. It was suggested that the dislocations were possibly anterior. The surgeon positioned an eccentric glenoshere more anteriorally despite being informed they were not meant to be used in this way and a trial would not be possible. The shoulder was reduced successfully and the surgeon reported stability by the finish of the procedure. Female patient